Manufacturer narrative:
(B)(4). Catalog number 062903-002 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved was not returned; therefore, a return sample evaluation is unable to be performed. Pneumonia is a known complication of an nj tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of nasal jejunal (nj) tube. On (B)(6) 2017, the patient had increased crp and a fever and pneumonia was diagnosed. The same day, the patient began treatment with antibiotic unasyn.